Event description:
It was reported that during an unknown procedure, the device didn't close when the tissue was loaded into the jaw. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4) = link pin, closing trigger. The long60 device was received for analysis with the clamping mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the closure link was found broken in the area where it latches with closure trigger. Furthermore the closure link pin was out of position and missing. While no conclusion could be reached as to how the closure link became damaged and the closure link pin to be out of position and missing, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.